Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog and DHR statement. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer had been using apidra insulin in the cartridge and had since changed the type of insulin which seemed to have resolved the occlusion issue.